Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The button error alarm could not be verified due to the blank display. It also had a scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the display went blank. They changed the battery and received a button error alarm. The customer confirmed that the device did not have any cracks but stated that it must have been exposed to sweat since the customer wears in her bra. Customer's blood glucose value was 13 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.